Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would no longer fire. It locked out. It is unknown how the procedure was completed. There was no patient impact reported.

Manufacturer narrative:
(B)(4) orange indicator over traveled/malformed clip/damaged ratchet pawl. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two pear shaped clips were fed. The remaining clips were conforming according to manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out; leading the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange was visible at 12th firing sequence thus, it over traveled. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.